Event description:
Per the clinic, the patient experienced a loss of osseointegration four days post-operatively, resulting in fixture loss. There are no plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).